Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention products for the reported lot number. Retention products were tested with qc cut-off hcg standard and middle positive hcg standard. All devices yielded correct positive results at the read time. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false negative hcg results was not replicated during in-house testing. A root cause could not be determined based on the information provided. Per the limitations section of the product insert, this test may produce false negative results. False negative results may occur when the levels of hcg are below the sensitivity levels of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. In case pregnancy is suspected and the test continues to produce negative results, see a physician for further diagnosis.

Manufacturer narrative:
Investigation pending.

Event description:
Unspecified date: false negative hcg results 2x on the surestep hcg pregnancy kit. Confirmatory testing (bhcg) provided positive result. Bchg=160 miu/ml. Patient had a previous history of ruptured ectopic pregnancy, however, the customer states there was no harm to the patient as a result of this false negative result. Two experienced operators performing tests. Urine sample used. No photos or sample available for investigation. Although further information was requested, no further information was provided.